Event description:
The pt came to hosp with a stroke confirmed by CT scan, because she could not receive tpa, the radiologist was asked to perform a cerebral angiogram and mechanical clot retrievial using the merci device. The clot was located intracranially on the right. During the first pass, using a l5 retreiver; the device became imbedded in the clot. The radiologist believes that the clot was already so hard that the device could not function properly. Not knowing this at the time, he preformed the normal retreival process. This caused the end of the l5 device to break off within the clot.